Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) leads were explanted and replaced for an unknown reason. The patient was stable throughout.